Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call, the insulin pump wasn't working properly. The device was off and it wouldn't turn on so the customer reverted to a friend's insulin pump. Customer's mother decline troubleshooting as the customer is in the process of receiving a new device. Customer's mother did state the customer that about a week ago the customer was hospitalized but it wasn't diabetic related as the customer's blood glucose was 175 mg/dl. Customer did similar symptoms to diabetes but the doctor stated it was due to anxiety. Customer's mother is not returning the insulin pump for analysis.